Event description:
Reportedly, during the implantation procedure of the device, after connecting the leads to the can, impedance and continuity measurements were performed when the can was outside the pocket. Normal values were observed and the physician suspected a device malfunction as the can was outside the pocket. After checking that neither the physician nor the can touched the patient, tests were repeated. Continuity measurement was stable around 540ohm. After placing the can inside the pocket the continuity remained constant. Preliminary analysis revealed that the device behaved as expected.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation procedure of the device, after connecting the leads to the can, impedance and continuity measurements were performed when the can was outside the pocket. Normal values were observed and the physician suspected a device malfunction as the can was outside the pocket. After checking that neither the physician nor the can touched the patient, tests were repeated. Continuity measurement was stable around 540ohm. After placing the can inside the pocket the continuity remained constant. Preliminary analysis revealed that the device behaved as expected.